Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2014 with blood glucose of over 600 mg/dl. Customer was at airport and was exposed to security scanner. Customer reported to have felt weak and was not able to stand or walk. Customer was hospitalized due to diabetic ketoacidosis. Customer was vomiting in hospital and had no appetite. Customer passed out and had trouble sleeping. Customer was treated with insulin IV. Customer was wearing insulin pump at the time of hospitalization. Customer declined troubleshooting for failed battery alarm., no delivery alarm, high and low blood glucose, battery out limit alarm, weak battery alarm and button error alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.